Manufacturer narrative:
(B)(4). The device has not been returned to physio-control for eval. After several f/u attempts with the customer, physio was unable to confirm if this particular device was either repaired or removed from svc. The cause of the reported failure could not be determined.

Event description:
It was reported that the device powered on into the pacing mode during a daily check and would not allow the use of any buttons aside from the power button. There was no pt use associated with the reported failure.